Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned device revealed that the pc400 pusher assembly was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully handled during removal of the introducer sheath, it may become kinked. If an attempt is then made to straighten the kink, damage such as a fracture may occur. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coils 400 (pc400s). During the procedure, while attempting to retract a pc400 introducer sheath from the pusher assembly upon advancing the pc400 into a px slim delivery microcatheter (px slim), the pc400 pusher assembly became kinked. Anticipating that the pc400 might have unintentionally detached, the physician removed the pc400. It was reported that the physician did not mention resistance while attempting to retract the pc400 introducer sheath and that the pc400 was still attached to its pusher assembly after removal. The procedure was completed using a new pc400 and the same px slim. There was no report of an adverse effect to the patient.